Event description:
The customer reported that the device gives ECG lead faults. No pt involvement.

Manufacturer narrative:
The device had not been received but is anticipated. Upon receipt and completion of the investigation, a supplemental will be submitted.